Event description:
Clinical study. It was reported that after a coronary artery stenting procedure, the pt experienced in-stent restenosis. The lesion being treated was located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with successful placement of a 3.0 x 24 mm taxus express2 study stent. At 787 days after the index procedure, the pt presented with angina pectoris, was hospitalized and underwent planned angioplasty where in-stent restenosis was discovered. The physician treated the lesion with predilatation with a 2.5 x 20 mm balloon inflated to 8 atms, and placement of a taxus liberte 3.0 x 24 stent deployed at 12 atm with 0% residual stenosis and resolution of the pt's symptoms. No further complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family. The root cause is anticipated procedural complication as this event is known physiological effect of the procedure and is noted within the dfu.